Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, the service indicator came on when attempting to deliver defibrillation energy. A back-up device was obtained with minimal delay and used to continue providing care to the patient. There was no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control further examined the customer's device prior to returning it to the customer and determined that the reported issue was due to the main keypad assembly. The main keypad assembly was replaced and after observing proper device operation through functional and operational testing, the device was then returned to the customer for use. Physio further examined the removed main keypad assembly and determined that the cause of the reported issue was due to the shock button becoming out of tolerance.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
The initial medwatch report (initial reporter phone #) indicates: (B)(6). The initial medwatch report (initial reporter phone #) should indicate: (B)(6).